Manufacturer narrative:
A boston scientific technical services consultant documented the clinical observations and discussed the issue and troubleshooting with the caller.as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the procedure to implant this device, the physician experienced difficulty inserted the associated ingevity lead. The caller was inquiring about this issue. No adverse patient effects were reported.